Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient with this pacemaker experienced syncopal episodes. Technical services (ts) was contacted and reviewed the data available. This pacemaker remains in service. No additional adverse patient effects were reported.